Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter did not power on with button depression or test strip insertion and blank screen was observed. Meter was disassembled and damage/pry marks were observed on the battery terminal. Returned battery holder was replaced with known good battery holder and the meter then powered on properly. The complaint is not confirmed.

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after battery replacement. Customer further reported he experienced multiple symptoms described as "sweating profusely, felt weak, dizzy, (and) felt sick" and stated he self-treated by self-injecting glucagon. Customer further reported he "received something to eat" from a non-hcp as additional treatment. Customer contacted a health care professional (hcp) by phone and was advised to "give 1 or 2 glucose tablets". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.